Event description:
Since I had the procedure done in (B)(6), I have suffered from weight gain, nausea, hair loss, sensitive teeth, joint pain, hip pain, cramping, back pain and more... I have been miserable for months and I am working on getting surgery scheduled to get them removed. The constant aching has made me so irritable. I want my life back!!!